Event description:
The manufacturer received information alleging a red screen ventilator inoperative condition occurred during a software update. The device was not in patient use. The user is requesting the device be repaired so the software update can be installed. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.